Manufacturer narrative:
The failure during ventilation was reported. Identification of issue has been done by analyzing problem description and device's logs. According to the information provided by the technician, the pre-use check passed without any issues. The software version has been updated to 4.0. No parts were replaced. The issue was decided to be reported as the review of attached device's logs revealed occurrence of multiple alarms for airway pressure high. The following alarms appeared intermittently: pressure delivery restricted, respiratory rate high, peep low, expiratory minute volume low and patient circuit disconnected. Alarm: "airway pressure high" is a high priority alarm and can be generated - for example - when the tube is blocked, the patient coughs, expiratory filter is blocked or mucus or secretion are clogged in the endotracheal tube or in airways. There was no patient harm. The root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation.previous manufacture date: 11/01/2018corrected manufacture date: 08/24/2018previous usage of device: unknowncorrected usage of device: reuse

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed during ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).